Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarms. Customer blood glucose value was unknown at the time of incidence. The device will be returned for analysis.

Manufacturer narrative:
Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm or the motor arm cannot communicate with the main arm alarm noted. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay.